Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was a power on reset. The patient was able to recharge her implant the night prior to the report and put her system into MRI mode, but then the patient got a power on reset message. A physician mode recharge was performed, but she continued to get a power on reset message. When the patient got to the MRI facility, she continued to get the power on reset message. The type of power on reset message displayed was informational; however the power on reset did not clear successfully. The manufacturer representative was not with the patient so didn¿t know the power on reset condition. It was reported that the manufacturer representative would follow-up with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient saw the por the night before contacting the rep. The rep was able to clear the por, and the patient is doing fine now. The cause of the por remains unknown, and there were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.